Event description:
During an endovascular coiling procedure performed by doctor, poor image quality during the live fluoro was observed. Unfortunately, there were times when the physician was unable to see the syncro 2 pre-shaped micro wire on the screen. The event was not reported until later.